Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). The distributor is responsible for all the service and preventive maintenance for this device. The distributor provided mallinckrodt with the device's service logs for review. A review of the device's service log revealed that a delivery failure alarm occurred on (B)(6) 2022, as the monitored nitric oxide (no) value (i.e., actual value: 123 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for a failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1730 counts) was observed. Although identified in the service log, the distributor did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, it is recommended to the distributor to replace the no sensor. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
A customer located in germany contacted the distributor to report they experienced a delivery failure alarm with their inomax dsir device while a patient was receiving inhaled nitric oxide (no) therapy. There was no report of patient harm associated with this event. The complaint device was returned to the distributor for investigation. During a routine service log review, a mallinckrodt employee discovered that a delivery failure alarm had occurred due to a nitric oxide (no) concentration greater than 100 ppm followed by a failed low no sensor calibration. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the incident.